Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-nov-2022 to 22- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the remote manager failed and was unable to be recovered. A field service engineer inspected the device and found that the hasp falling off the refrigerator. He removed the hasp and tape, reapplied new 3m tape and applied hasp to fridge to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager had failure, preventing user to remove medications. The customer confirmed that there was no harm or delay to patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the hasp was falling off from the refrigerator. A field service engineer removed hasp and tape. Re-applied new 3m tape and hasp again to the refrigerator to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager had failure, preventing user to remove medications. The customer confirmed that there was no harm or delay to patient care. There were no adverse events or injuries reported based on this incident.